Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2026-05430 - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress

Event description:
Reference number (B)(4) event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced a bent cannula event, which led to elevated blood glucose levels of 600 mg/dl and the presence of ketones on 27-feb-2026. The patient replaced the infusion set and successfully resumed insulin delivery. No further information is available.